Manufacturer narrative:
Examination of the reported devices finds no abnormal wear patterns found on the ID of the insert of the od of the femoral head. Damage to the outside radius of the acetabular component noted. Possibly from extraction. X-rays dated (B)(6) 2010, received and reviewed. The implant is seen to be dislocated. It cannot be determined, with the x-rays provided, that the complaint is product related. The radiology report was provided on the received cd and states: day 2 post left hip replacement, dislocated to the film from the first. Uncemented left thr is dislocated superiorly. No periprosthetic fracture. A search of the complaints databases finds no other related complaints against the product/lot code combinations since their release to distribution. A review of device history records by depuy international and warsaw found no manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor through trend analysis via scp-1405 depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Update (B)(6) 2013 product/lot reason for revision dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.